Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of clear fluid underneath their coulter lh 780 hematology analyzer. The volume was reported as approximately 10 ml. The customer was unable to determine the source of the leak. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed a leak in the diluter area of the instrument. The lyse tubing at ff82 (feed through fitting 82) had a pin hole and was leaking diluent. Fse replaced the tubing which resolved the leak. The cause of the leak is a pin hole leak in tubing at ff82. (B)(4).